Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they needed a feeding tube and when grabbing this feeding tube the writer noticed that the tip looked flat/pinched. After inspecting it further, it is not the length that it should be, the last few centimeters are not there. It is cut off at the 8 cm mark and flattened. The writer opened the package, attached an enfit syringe and tried to pass air through the tubing, no air or fluid can pass through the tube.